Event description:
Surgical procedure being performed. Certified scrub technologist passed the strykeflow disposable irrigator/suction device to surgeon. Technologist saw device dripping while she had it in her hand. Surgeon passed device to technologist. Device laid on sterile field. Technologist heard a sizzling from device at this time. Technologist passed device to the rn in the room, device was removed from sterile field. Device was reported to supply manager. Appropriate steps taken to contact manufacturer. Removed all disposable devices with same lot number and placed in office for manufacturer vendor to pick up. Stryker has recalled the device and all devices with affected lot numbers. All of the affected lot numbers have been removed from facility.